Event description:
(B)(4). At the time of essure implants, I began with heavier periods, more cramping and pain during intercourse. After 4 years began feeling dizziness, nausea, headaches and anxiety, eventually was diagnosed with hypertension. I experienced insomnia, panic attack along with a metallic taste in my mouth. The most recent effects have been tingling and numbness in my hands and feet. I have pain in my chest, arms, legs and neck. As well as memory loss.